Event description:
The reported events have been deemed either non-serious or not related to the device. There are no longer any reportable events associated with this device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured" diagnosed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported right side "ruptured" diagnosed via MRI. Device has been explanted and replaced.